Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an abnormal image. The issue was found at preparation for use for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced by a failure of electrical components. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an abnormal image. The issue was found at preparation for use for an unspecified procedure. There was no patient involvement.